Event description:
It was reported that during procedure the coil (subject device) repeatedly repositioned to stable in the aneurysm at ic-op; however, it could not be placed. The coil (subject device) was retrieved and found stretched at proximal. When checked the hub of the microcatheter the remaining coil (subject device) was found. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure the coil (subject device) repeatedly repositioned to stable in the aneurysm at ic-op; however, it could not be placed. The coil (subject device) was retrieved and found stretched at proximal. When checked the hub of the microcatheter the remaining coil (subject device) was found. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection, as well as a functional evaluation, could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tapered distal end of the introducer sheath was firmly seated in the hub of the microcatheter, no torque was given where advancing the delivery wire, the coil was advanced slowly and gently without applying excessive force, the issue occurred in the ic-op, and it is unknown what associated devices were used when the issue occurred. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.